Event description:
Clinical study. Same case as 2314265-2008-02356. It was reported that 399 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction. The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, 35mm long portion of the circumflex (cx). There was no calcification or tortuosity. The pt rec'd heparin bolus 5000 units, aspirin loading dose 500 mg, clopidogrel 600 mg, diazepam 3 mg, and angiox 13 ml prior to the procedure. The lesion was treated with predilatation and successful placement of two taxus express2 (3.50x32 mm and 2.25x20mm) study stents. The lesion was not post dilated and the residual stenosis was 0%. The pt was discharged on aspirin and clopidogrel. At 399 days after the index procedure, the pt required a tvr to treat in-stent restenosis. The pt presented without any symptoms. The physician successfully placed a taxus liberte' 2.25x12mm stent in the cx. In the opinion of the physician the high grade in-stent restenosis in the cx (at the end of distal stent). There were no complications and a "very good result was reported".

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.